Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two photos and one video were provided to our quality team for investigation. The photos and video show a needle assembly assembled to a syringe. The needle assembly has the plastic shield, and yellow foreign matter was observed inside the plastic shield. Based on the investigation with the photo and video analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 3324374. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 21x1-1/2 rb tw had foreign matter. The following information was provided by the initial reporter: hello, astrazeneca would like to inform bd of an issue related to the safetyglide needle part 305917 batch 3324374. A customer to az in china described finding a yellow foreign matter within the needle cap of the safetyglide needle. This is a complaint received by az from the chinese market. No person was hurt or injured in the event. The yellow foreign matter is available for sample submission to bd once upon receipt by az from the chinese marketing company. The complaint received is for one individual safetyglide needle with a foreign material. No other needles were reported to have the same foreign matter.